Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was observed to have a snapped cable. The procedure was completed with no reported injury and less than a 15-minute delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley that potentially contributed to the frayed grip cable.

Event description:
Refer to h11 for follow-up information.